Event description:
The screw was damaged during screwing. There was no adverse consequence to the patient.

Manufacturer narrative:
Historical data analysis demonstrated that this is an isolated incident. This kind of incident may occur in case of angle too important between the screw and the plate. The drilling guide has been set-up in this phenomenon. The root cause of this event is suspected to be not following the surgical technique. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.